Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2015-05148.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 4. Reference MFR. Report#: 1627487-2015-05148, 1627487-2016-03336, 1627487-2016-03337. Follow-up revealed the patient under went surgical intervention on (B)(6) 2016. During the procedure, the patient's left lead was found to not be completely secured at the anchor site. In turn, the left lead was repositioned and the anchor was left as is. Surgical intervention resolved the patient's issue. Note: initial reports related to be patient's anchors are being submitted due to the additional information that was gathered.